Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device exhibited technical failure 316 circuit board failure. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device log files and blower test results were provided to technical support for evaluation. It was determined that the blower is defective and needs to be replaced. A field service engineer arrived on site to evaluate the device. The blower was replaced and it was confirmed to have resolved the reported issue. The device passed all calibration and performance testing after replacing the blower and is ready for use.